Manufacturer narrative:
Initial reporter has been updated with the correct facility information.

Event description:
It was reported that the implantable cardioverter defibrillator had poor telemetry before a firmware upgrade. During the firmware upgrade, the device went into backup vvi mode. The device was not used and no patient was involved.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to poor telemetry during a cyber security upgrade. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal.